Event description:
Medtronic minimed quick set plus infusion sets are of poor quality and cause multiple problems for diabetic pump users. There are new sets they just came out with. The infusion sets block so no insulin comes out, the cannula bends and crimps, the blue inserter is difficult to remove. There have been many complaints to medtronic about poor quality of new product and difficulties pts are experiencing. The former product, called just quick set, worked fine. Pt thinks they changed sets as a cost savings but is causing multiple problems. When insulin is not delivered caused high blodd sugar, could lead to coma/death if not found quickly.